Manufacturer narrative:
Manufacturer's ref# (B)(4). 24-feb-2023: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Awaiting device investigation. Investigation is still in progress; a final report will be submitted upon completion. 23-mar-2023: corrected section g2 and d3. Awaiting device investigation. Investigation is still in progress; a final report will be submitted upon completion. 18-apr-2023: device investigation conclusion: the returned hearing aid shows no signs of deformation or discoloration and the battery of the returned hearing aid is in good condition, with no signs of swelling, leakage, rupture or explosion. Device is currently in a functional condition and performs in accordance with the specifications. The clinical investigation concluded: the clinical evaluation does evaluate electrical related risks, leakage or overheating with the battery and the user guide includes a safety notification on handling of batteries. However, the device investigation showed no deformation/explosion with the battery or hearing aid. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk register conclusion: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a final report.

Event description:
On 24-feb-2023: on an unknown date ((B)(6) 2023 best estimate), it was reported 'battery explodes inside of hearing aid'. The patient was changing the battery when he noticed a pop. He never had the device in his ear, so there was no injury. The battery was in his hand at the time. On 23-mar-2023: 3 attempts were made to receive follow up information. No further follow up information is expected.

Event description:
On (B)(6) 2023: on an unknown date on (B)(6) 2023 best estimate), it was reported 'battery explodes inside of hearing aid'. The patient was changing the battery when he noticed a pop. He never had the device in his ear, so there was no injury. The battery was in his hand at the time. On (B)(6) 2023: 3 attempts were made to receive follow up information. No further follow up information is expected.

Manufacturer narrative:
Manufacturer's ref#: (B)(4). On (B)(6) 2023: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Awaiting device investigation. Investigation is still in progress; a final report will be submitted upon completion. On (B)(6) 2023: corrected section g2 and d3. Awaiting device investigation. Investigation is still in progress; a final report will be submitted upon completion.

Manufacturer narrative:
Manufacturer's ref# sf (B)(4). 24-feb-2023: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Awaiting device investigation. Investigation is still in progress; a final report will be submitted upon completion.

Event description:
24-feb-2023: on an unknown date ((B)(6) 2023 best estimate), it was reported 'battery explodes inside of hearing aid'. The patient was changing the battery when he noticed a pop. He never had the device in his ear, so there was no injury. The battery was in his hand at the time.